Manufacturer narrative:
(B)(4).

Event description:
The pt never felt therapeutic effect. He felt more pain with the implantable neurostimulator system than without it. The pt met with the field rep. Troubleshooting revealed no problems with impedances, or with the stimulator and other implanted products. The hcp reported that the pt experienced both new and pre-existing pain. A computed axial tomography scan on (B)(6) 2010 revealed facet ankylosis l4/5 - l5/s1. A s1 pedicle screw was possibly loosening. It was unk if the problems could be attributed to the implanted system. The neurostimulator system was explanted. The pt experienced bowel incontinence after removal.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-24. The patient stated that they had a pain stimulator that malfunctioned in the past. No further complications were reported/are anticipated.